Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump was over feeding.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿overfeeding issue.¿ the unit was triaged and the reported issue could not be confirmed at this time; the device was set to run at 150ml/hr and did so for 15 minutes for the device to reach a steady state of operation. The device was then put through a 30-minute volumetric accuracy test. During this time the device would optimally deliver 75ml of fluid. The device delivered 75.025ml of fluid, measured by weight and converted into ml. The device displayed that it fed 74ml of fluid. The device passed volumetric accuracy testing as the delivered volume and displayed volume are both within the unit s +-10% tolerance. The device was then set to run at 125ml/hr and the average rotor timing test was administered. The device passed with an average rotor timing of 10.21s. The device then went through and passed recertification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.